Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead delivered shock therapy due to noise oversensing and exhibited high pacing thresholds and low pace impedance measurements (<200 ohms). Boston scientific technical services (ts) was contacted and discussed troubleshooting steps. It was suspected that there was rv lead insulation damage. Subsequently, a revision procedure was scheduled and the rate/sense portion of the rv lead was surgically abandoned and a new lead was implanted. On a later date, the ICD was explanted and replaced. No additional adverse patient effects were reported.